Event description:
It was reported the customer was hospitalized for low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 15 mg/dl. The customer stated they had a seizure and was foaming at the mouth prior to being hospitalized. The paramedics were also called to the customer's home. Customer also stated they were experiencing high blood glucose during the day and a bolus correction did not resolve their high. The customer declined to troubleshoot for their low blood glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.